Event description:
After further review of the log files, the driveline disconnect on (B)(6) 2025 was consistent with the reported system controller exchange.

Manufacturer narrative:
Section b3: date of event corrected. Section d6a: date of implant corrected. Manufacturer's investigation conclusion: it was reported that a driveline disconnect was captured in the submitted log files; however, review of the file revealed that this driveline disconnect was consistent with the reported system controller exchange performed by the account. Prior to the driveline disconnect, the submitted controller log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. The submitted left ventricular assist device (lvad) event and periodic log files did not contain any data for review. This is consistent with the pump not being connected the system controller while the log files are retrieved. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. The current revisions of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a - patient weight was unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient stated that the self-test went off without them prompting it. After that event the display button wasn't working correctly. The system controller was replaced in the clinic (B)(6) 2025. The cs was started in ventricular assist device (vad) watch. The log files were reviewed and captured routine events with no notable alarm conditions or parameter changes. Based on the data visible in the log file the device was operating as intended electronically and mechanically. The log file did capture the silence alarm button being pressed without any active alarms on (B)(6) 2025 from 40:42:22 to 10:42:48. The driveline was disconnected at (B)(6) 2025 at 11:24:32.